Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was squirting out during the manual prime process. Her blood glucose was 179 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The down arrow button did not respond due to a flattened button dome switch. No alarm for a loose drive support disk was noted due to a keypad anomaly. No count down anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.